Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per further information from the sales representative, the drive motor was not so much loud as it was physically shaking (high vibration).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal drive motor was very noisy. The device was not changed out, as the unit was still functioning and it was used to complete the case. After the case, the unit was taken out of service. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the patient.